Event description:
A potential vns patient was requesting general information regarding vns and reported that when he (B)(6) vns he found accounts from people that claimed to have passed aware due to vns. He did not remember any names or other information about these deaths, but did refer to "a lady" at one point. No additional or relevant information has been received to date.